Event description:
Per maude voluntary report no (B)(4) initial - volun (B)(4) 2012: neurosurgical intensive care pt sustained acute subdural hemorrhage as a result of falling from a nala harmonic tilt pt. Chair fall was unwitnessed so unclear what pt was doing immediately prior to fall.

Manufacturer narrative:
Add'l device MFR date: 11/01/2011. #(B)(4) device (chair) was inspected and evaluated by facility healthcare staff and found to be functioning as intended. #(B)(4) the device (chair) was not being used for treatment or diagnosis. #(B)(4) through the investigation, there does not appear to be a causal relationship of the device (chair) itself to the incident or adverse event. Per the investigation - the incident was unwitnessed. The device(s) remains in service at the facility.